Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent da vinci assisted laparoscopic supracervical hysterectomy with right salpingectomy and da vinci assisted laparoscopic sacrocolpopexy. It was reported that the patient underwent mesh excision on (B)(6) 2012 and mesh revision on (B)(6) 2014 by dr. (B)(6).

Event description:
It was reported that the patient concurrently underwent da vinci assisted laparoscopic supracervical hysterectomy with right salpingectomy and da vinci assisted laparoscopic sacrocolpopexy. It was reported that the patient underwent mesh excision on (B)(6) 2012 and mesh revision on (B)(6) 2014 by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria.

Event description:
It was reported that following insertion the patient experienced hematuria.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that post implantation the patient experienced pain, bleeding and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2012 due to pain and vaginal bleeding. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.